Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total laparoscopic hysterectomy: dr. (B)(6). "Upon closing jaws on tissue the handle stayed in locked position unable to open and release. Surgeon forcefully opened two handles on the handpiece. This action broke the bottom of the black activation handle releasing it from the green handle. " patient status unknown.

Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that a portion of the handle trigger was broken off and missing. Engineering attempted to replicate the customer experience but was unable to do so. While the root cause of the incident experience cannot be confirmed, it may be due to the handle latching mechanism of the device. If the handle trigger component is not completely centered within the handpiece, it is possible for the user to latch the trigger off-center and have the trigger catch on internal handle components when unlatching. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, device enhancements have been implemented which will help prevent the handle trigger from being pulled out of alignment. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.